Manufacturer narrative:
(B)(4). Eval, results: root cause undetermined; device not returned, limited info available. Balloon burst.

Event description:
The physician attempted to advance an admiral xtreme pta balloon catheter to a severely calcified, 100% stenosed lesion in the common iliac artery, however, the device failed to cross the lesion. The device was removed from the pt and stored in saline. Another pta balloon catheter was selected and dilated the lesion, however, the physician felt that the dilatation was not sufficient. The admiral xtreme pta balloon catheter was taken again and was positioned in the lesion. Upon inflation, the balloon ruptured at 5 atm. The physician completed the procedure with another pta balloon catheter. There was no health hazard caused to the pt.